Event description:
It was reported "clinician was inserting powerglide pro rt into patient; the nurse felt resistance when advancing the guidewire/catheter, and attempted to remove the device. After the device was on the table she noticed that a small piece of guidewire and very small piece of catheter was missing, sheared off inside the patient." Add info rcvd: 02/09/2021: are there any fragments still left in the patient?: no date of explant ? (B)(6) 2021. What they¿re being treated for: brain tumor.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide pro catheter was confirmed. The product returned for evaluation was one 22ga x 8cm powerglide pro midline catheter. The catheter had been advanced and remained attached to the wings. Usage residues were evident throughout the sample. The catheter exhibited a break in the shaft 7.5cm from the molded joint. The distal catheter fragment was not returned. Microscopic inspection of the break in the catheter revealed a sharply defined fracture surface. The break exhibited a tapered profile. A longitudinally aligned scoring mark was observed on the inside surface of the catheter leading into the break. The break features and longitudinal scoring mark were typical of damage caused by contact between the catheter and the needle tip. Such damage can occur if the catheter is withdrawn on to the needle and if the needle is re-inserted following catheter advancement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex1255 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "clinician was inserting powerglide pro rt into patient; the nurse felt resistance when advancing the guidewire/catheter, and attempted to remove the device. After the device was on the table she noticed that a small piece of guidewire and very small piece of catheter was missing, sheared off inside the patient." Add info rcvd: (B)(6) 2021: are there any fragments still left in the patient?: no. Date of explant ? (B)(6) 2021. What they¿re being treated for: brain tumor.